Manufacturer narrative:
As of the date of this report, the pcs has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. Per subsequent follow up, the robotics coordinator reported that the second pcs instrument, addressed in this complaint, only showed signs of fragments missing and no arcing was observed. The robotics coordinator stated that x-rays were taken of the specimen that was removed, and fragments were observed. It was confirmed there was no injury due to the arcing observed with the first pcs instrument; however, it is unknown at this time if any of the missing instrument fragments were retained in the patient's anatomy. A log review was conducted, which resulted in the following findings: the logs showed the second permanent cautery spatula instrument part# 470184-13 lot# n10200309-0010 was last used on (B)(6) 2020 on system sk3429. It was noted the permanent cautery spatula instrument had 6 lives remaining. A review of the site's complaint history was conducted and a complaint for the first pcs instrument was identified. Refer to the report with patient identifier# (B)(6) for the first pcs instrument. A review of the submitted image was performed by an isi failure analysis engineer (fae). The following additional information was provided: the fae noted both pcs instruments contained broken ceramic sleeves at the distal end. When the ceramic sleeve becomes broken, fluid is able to access an area where fluid would not normally go, creating a pathway for energy to seep into the instrument. Additionally, the char build up that is seen in both instruments is due to said broken ceramic sleeve. When the broken sleeve breaks at the distal portion, more of the hook¿s metal becomes exposed, thus creating char build up in that location. Based on the information provided, this event is being reported due to the following conclusion: after a da vinci-assisted surgical procedure, it was alleged that the pcs had missing fragments near the tip. It was unknown if any missing instrument fragments were retained in the patient's anatomy. While there was no report of any patient harm, adverse outcome or injury, at this time it is unknown what caused the breakage to occur. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event. This instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's 4th usage and, therefore, had not expired.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the customer noticed a chip missing from the permanent cautery spatula (pcs). The customer reported that nothing wrong was noticed while it was in use. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: it was reported that during the da vinci-assisted hysterectomy procedure on (B)(6) 2020, the surgical staff noticed that the first pcs instrument had arced and was ¿melted.¿ the pcs instrument was removed, and fragments of the instruments were found to be missing. The instrument was replaced with a second pcs instrument. However, after the procedure was completed, it was observed that the second pcs instrument was missing fragments near the tip. The robotics coordinator asked the surgeon if they witnessed any fragments fall inside the patient, the surgeon reported that they did not see any fragments falling, and he was not concerned about fragments being retained inside the patient. The robotics coordinator confirmed there was no report of injury or any medical intervention rendered to the patient as a result of the arcing witnessed from the first pcs instrument. The robotic coordinator informed the pcs instrument part# 470184-13 lot# n10200323-0052 was the very first instrument used, and indicated that was the instrument that had arced and had missing pieces. As a result, the customer replaced the pcs instrument with a second pcs instrument, part# 470184-13 lot# n10200309-0010. After the procedure, the robotics coordinator noted that x-rays were taken of the specimen that was removed and fragments were observed. It was confirmed there was no injury due to the arcing observed; however, it is unknown at this time if any of the missing instrument fragments were retained in the patient's anatomy. The procedure was completed robotically. The robotics coordinator confirmed the following: the instruments are usually inspected prior to use, there was no report of any instrument collision, no changes in their reprocessing, instruments wrists were straightened when removed, and no change in generator settings. The robotics coordinator did not know what surgical task was being performed when arcing was witnessed. The robotics coordinator stated that both the instruments were with the site¿s risk management, and will be released based on their discretion. Isi followed up with the clinical sales representative (csr) and obtained the following additional information: the csr attempted to obtain patient-related information pertaining to the reported issue; however, the robotics coordinator was not comfortable with providing information.

Manufacturer narrative:
H6 result codes: 3123 - tip 525 - tube 213 - no failure detected additional information can be found in the following sections: a4, a5b, d10, g4, g7, h2, h3, h10, and h11. 4315, 61 - an intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was informed that a monopolar permanent cautery spatula instrument was damaged during energy activation, so the fse replaced the integrated electrosurgical generator unit (iesu) for further evaluation. The system was tested and verified as ready for use.. Isi received the iesu involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the reported complaint. The iesu unit was tested using the same instrument types but the failure was not replicated. It was noted the iesu energized, cauterized, and all ports recognized instruments. The cause of the reported issue cannot be traced to the iesu. Isi received the permanent cautery spatula (pcs) instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint. For clarification, the pcs instrument was found to have a broken ceramic sleeve that was missing pieces as a result. The size of the missing piece measured approximately 0.065¿ x 0.082¿. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument or accidental collisions. The pcs instrument was found to have a melted spatula tip. It was noted the instrument had various scratch marks with light material removed on the main tube. The scratch marks measured 0.036¿ ¿ 0.732¿ in length and were not aligned with the tube axis. This failure is most commonly caused by mishandling/misuse. Further evaluation found the pcs instrument had a dislodged flush tube. This failure is most commonly caused mishandling misuse. On (B)(6)2020 , isi received user facility report (B)(4) stating the following: "surgeon utilizing davinci robotic machine for laparoscopic hysterectomy. When surgeon turned up generator to begin using spatula it appeared to be glowing and looked melted on the tip. Doctor also noted missing piece of arm below the actual spatula. The defective device was removed and saved. Second spatula also appeared to be melted at tip after procedure. Pathology specimen was xrayed and black rounded metallic piece noted in the specimen. Appeared to potentially be missing piece of spatula arm." Patient information in section a has been updated per the received user facility report. Corrected information: a review of the submitted image was performed by an isi failure analysis engineer (fae). The following additional information was provided: the fae noted both pcs instruments contained broken ceramic sleeves at the distal end. When the ceramic sleeve becomes broken, fluid is able to access an area where fluid would not normally go, creating a pathway for energy to seep into the instrument. Additionally, the char build up that was seen in both instruments is due to said broken ceramic sleeve. When the broken sleeve breaks at the distal portion, more of the spatula¿s metal becomes exposed, thus creating char build up in that location.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Corrected information: the user facility medwatch report number that is associated to this medical device report is (B)(4). Additional information: advanced failure analysis (afa) was completed. Afa confirmed primary failure analysis. The instrument was found to have a melted spatula tip, maintube scratches, and a broken ceramic sleeve. The melted tip was likely caused by high generator settings along with energization was in contact with metal object. The broken ceramic sleeve is likely caused by blunt force like a collision with another instrument. The scratch marks on the maintube is likely caused by improper reprocessing techniques. Intuitive surgical, inc. (Isi) followed-up with the site¿s robotics¿ coordinator and was informed that they would speak with the surgeon regarding isi¿s follow-up questions; however, isi has not received response as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.